Event description:
It was reported that the right ventricular (rv) pace impedance changed from 600 ohms to 1,000 ohms over a three-month period. The physician planned to implant a new lead and cap the existing lead. Replacement was forthcoming; however, despite multiple attempts, it was not possible to confirm the replacement date. No additional adverse patient effects were reported.